Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient light due to the universal cable brekage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited light guide broke, the light guide adaptor connection was loose, the light guide bundle was chipped, and insufficient light due to the universal cable breakage. There was no patient involvement.